Event description:
It was reported that during an implant attempt, the physician was unable to pass the stylets to reposition the leads following an inability to get adequate sensing and capture thresholds. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analayzed and no anomalies were found. (B)(4) the full lead was returned, analayzed and no anomalies were found. Evaluation summary (B)(4) no anomalies found (B)(4) full lead (B)(4) no anomalies found (B)(4) full lead.